Event description:
It was reported that the patient's blood glucose level rose to 427 mg/dl, while wearing the pod between 4 and 24 hours. When the pod was removed from the leg, the pod¿s cannula was found to be bent. Additionally, leaking at the pod site was reported. Treatment details were not provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. It was reported that the cannula bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.